Event description:
The valve implanted on (B)(6) 2016, the patient showed signs of underdrainage. The valve was explanted and was exchanged on (B)(6).

Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the valve returned is full of deposits inside. The returned valve is set at the low position. Functional control: the ball is not stuck on the inlet connector and the liquid could go through the valve without difficulty. The rotation is not possible as the rotor is stuck. Pressure control: the pressure checking is not possible as the deposits remain in the valve despite of a thorough cleaning, making the testing not possible to be carried out. There is no obstruction observed during the testing. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The problem could not be reproduced in the laboratory condition. However, as the pressure setting could not be carried out, we could rule out the possibility of lower than specification pressure value that could have contributed to the under-drainage.

Event description:
The valve implanted on (B)(6) 2016, the patient showed signs of underdrainage. The valve was explanted and was exchanged on (B)(6).